Event description:
It was reported that during an unknown precedure, the staples were malformed. This occurred at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.